Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms during bolus delivery. Customer stated that the cartridge and infusion set were changed to clear the occlusions. Customer stated blood glucose (bg) levels reached over 240 mg/dl. Customer delivered a novolog shot to address bg levels.